Event description:
The customer states that a patient sample generated a lower than expected wbc result when processed on a cell-dyn sapphire analyzer compared to the wbc result obtained when the sample was tested using another instrument (method not provided). The repeat result was reported from the lab. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.